Manufacturer narrative:
Investigation is ongoing.

Event description:
During the transfemoral tavr procedure, there was difficulty removing the delivery system from the esheath, and the valve had to be deployed in the iliac. Initially, the access artery was dilated with the four ew dilators without issue. The first e-sheath was placed without issue. A balloon aortic valvuloplasty (bav) was performed. The delivery system (ds) with the crimped valve was then inserted into the esheath. The ds seemed "stuck" in the esheath, and a kink in the middle of the esheath was seen on flouro. It was decided to remove the delivery system and valve and insert a second esheath. The delivery system with valve and the esheath were removed. A second esheath was prepped and inserted without incident. The initial delivery system and valve were re-inserted into the second esheath. The valve and delivery system passed through the 2nd esheath without incident. When the valve on the delivery system came out of the tip of the sheath, it was noted the amplatz xs wire was kinked. The delivery system could not be advanced over the kinked wire. The team attempted to remove the delivery system again through the esheath and at this time the valve caught on the tip of the esheath, and was pushed forward onto the balloon and past the markers. The valve could not be removed through the sheath. The decision was made to slowly start to deploy the valve inside the existing 12mm iliac stent, while still on the delivery system. Once the valve was partially deployed, the delivery system and sheath were removed. A gore viabahn iliac covered stent was then deployed inside the valve and fully deployed in order to cover the valve leaflets, all without further incident. The patient remained stable throughout the procedure. The kinked amplatz extra stiff guidewire caused the inability to advance the delivery system. The area of the annulus was 616 per CT and 22x31. The sinotubular junction (stj) and sinus of valsalva (sov) were within normal limits. The patient had previously had iliac stents.

Event description:
During the transfemoral tavr procedure, there was difficulty removing the delivery system from the esheath, and the valve had to be deployed in the iliac. Initially, the access artery was dilated with the four ew dilators without issue. The first e-sheath was placed without issue. A balloon aortic valvuloplasty (bav) was performed. The delivery system (ds) with the crimped valve was then inserted into the esheath. The ds seemed "stuck" in the esheath, and a kink in the middle of the esheath was seen on fluoro. It was decided to remove the delivery system and valve and insert a second esheath. The delivery system with valve and the esheath were removed. A second esheath was prepped and inserted without incident. The initial delivery system and valve were re-inserted into the second esheath. The valve and delivery system passed through the 2nd esheath without incident. When the valve on the delivery system came out of the tip of the sheath, it was noted the amplatz xs wire was kinked. The delivery system could not be advanced over the kinked wire. The team attempted to remove the delivery system again through the esheath and at this time the valve caught on the tip of the esheath, and was pushed forward onto the balloon and past the markers. The valve could not be removed through the sheath. The decision was made to slowly start to deploy the valve inside the existing 12mm iliac stent, while still on the delivery system. Once the valve was partially deployed, the delivery system and sheath were removed. A gore viabahn iliac covered stent was then deployed inside the valve and fully deployed in order to cover the valve leaflets, all without further incident. The patient remained stable throughout the procedure. It was perceived that the kinked amplatz extra stiff guidewire caused the inability to advance the delivery system. The area of the annulus was 616 per CT and 22x31. The sinotubular junction (stj) and sinus of valsalva (sov) were within normal limits. The patient had pre-existing iliac stents.

Manufacturer narrative:
The devices were returned after being used in the procedure. The delivery system was returned still inserted into the sheath. The device was visually inspected, and a kink was observed on sheath shaft approximately 4¿ from distal end. The liner folded inward at the location of the observed kink, there was severe damage at the distal tip of the sheath. No abnormalities observed on the delivery system. No dimensional or functional testing was performed on esheath due its returned condition. No dimensional or functional testing was performed on the delivery system as the initial report indicated that no issues were observed when withdrawing the delivery system once the valve was deployed, indicating the delivery system functioned as expected. During manufacturing, the esheath undergoes multiple 200% inspections. The delivery system goes through 100% and 200% inspections. These inspections support that it is unlikely a manufacturing non-conformance was the source of the complaint. The complaint for withdrawal difficulty is confirmed based on the complaint description and condition of the returned device. However, no manufacturing non-conformances were identified. The damage observed at the sheath tip is consistent with the description of the thv catching on the sheath tip during withdrawal. The cer states that the valve was attempted to be withdrawn soon after exiting the sheath. This indicates that valve alignment may not have been performed prior to the attempt to withdraw the thv and delivery system. Per the training manual, the thv is required to be aligned between the valve alignment markers and centered on the flex catheter tip prior to an attempt to retrieve the thv. Therefore, it is possible that the thv was not coaxially aligned with the sheath tip during the withdrawal attempt which would cause the thv to catch on the sheath tip, leading to withdrawal difficulty. As noted in the cer, the withdrawal was required due to kinking of the guidewire used in the procedure. The complaint for valve movement on the balloon was not able to be confirmed since no imagery was provided. However, it is probable that the valve would have moved if a high force was applied to remove the device while the thv was caught at the tip of the esheath. The complaint for withdrawal difficulty was confirmed; however since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. The (B)(4) 2014 control limits for this failure mode were exceeded; however, no manufacturing non-conformances or device-related issues were identified. Therefore, no corrective or preventative action is required.